Manufacturer narrative:
The tech isolated the issue to hydraulic fluid leaking from the manual pump. He replaced the hydraulic pump to repair the bed.

Event description:
Information received indicates the ability to raise the bed is not functioning and the head section is in the flat position.